Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during cataract surgery it was found that the patient experienced thermal injury from which milky white fluid emerged. By the end of the procedure, the wound gaped, presenting significant difficulty in closure, necessitating three 10-0 nylon sutures for closure. Additional information received indicated event occurred during phacoemulsification mode. The patient presented mild corneal opacity and astigmatism. An amniotic membrane was placed post operatively. Further treatment is currently not planned.

Manufacturer narrative:
No sample or lot code was returned for evaluation. Units are inspected periodically during production for non-conformities. The components issued to each lot must meet incoming inspection criteria prior to use in manufacturing. All batches are released according to the required specifications. A lot code would be required for review of the complaint history and the batch documentation. No sample returned for evaluation. As insufficient information was provided for investigation, a conclusive root cause cannot be determined for the complaint conditions. Consumer mishandling, consumer physiology, and unrelated events could not be eliminated as potential root causes. All batches are released according to the required specifications. A sample or lot code would be required for review of the complaint history and analytical test results prior to release associated with the reported product. Insufficient information provided for investigation or root cause of this complaint; no action is required at this time. As no lot code or sample was received, no further risk assessment can be performed. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.